Event description:
It was further reported that the patient¿s therapy was not working as expected and the patient wanted to meet with a manufacturing representative for a device check. The reporter stated that the patient¿s adaptive stimulation had been recognizing that he had changed positions when he had not.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n358037, implanted: 2012 (B)(6); product type accessory product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported, the patient¿s adaptive stimulation would turn on without position change.